Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information was requested and received. (B)(4).

Event description:
An ophthalmologist reported that three days following an intraocular lens (iol) implant procedure, a patient developed endophthalmitis. A germiculture found that the patient's eye also had streptococcus infection. Additional information was provided that on the first postoperative day the patient was hospitalized. The following day an unplanned medical and unplanned surgical intervention were performed. Cultures of the vitreous were taken. The patient developed corneal edema, retinal edema, vitritis, increased intraocular pressure and hypopyon. The current diagnosis is endophthalmitis. The iol was explanted on the second postoperative day. The results of the culture were streptococcus mitis.